Manufacturer narrative:
Concomitant medical products: w4tr01 crtp implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an increased capture threshold resulting in a higher than expected pacing rate. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.